Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male noted with high risk percutaneous cardiac intervention was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the impella was dress flat to the access site and a hematoma resulted. The staff/fellow was educated on maintaining the angle of insertion. The site was redressed maintaining the angle and pressure was held to the hematoma. Heparin was decreased within the purge. Additional information noted that the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.